Event description:
Customer reports that during patient care, their board was used and during so, the customer experienced low run times.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.